Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode as errors 23008, 23002 and 23000 were triggered. The unit went through testing on a patient side cart (psc) fixture test platform (pftp) and failed the sensor check test and the sine cycle test on the yaw with error 23008.

Manufacturer narrative:
Please refer to the following updated information: annex c - inv findings desc 1 was updated to c13 - operational problem identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm) 4 fell down to the side. The customer reported no errors, but the intuitive surgical, inc. (Isi) technical support engineer (tse) verified error 23002 on usm 4, axis 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information is available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the fault 23000 on the universal surgical manipulator (usm) 4 in the event logs and confirmed usm 4 fell to the side when clutched. The fse replaced the usm 4. Intuitive surgical, inc. (Isi) has received the usm involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.